Event description:
It was reported that increased pacing lead impedance and high capture threshold were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the pacing lead impedance continue to rise. Loss of capture was also observed. Lead was capped. Patient was asymptomatic and there were no complications reported.